Event description:
We discovered that over a three day period all ekgs done on one of our devices in the emergency department were performed with the EKG electrodes in the wrong place. This involved a total of about 32-34 ekgs. Upon investigation, it was determined that someone removed the EKG electrodes from the acquisition module and replaced them in the wrong post on the acquisition module causing v1 and v3 to be reversed on the patient.